Event description:
It was reported that the user experienced a low blood glucose while walking, received a low alert, treated with soda, observed an initial rise followed by another decline, and received education on distinguishing quick sugars from complex carbohydrates and on best practices for treating lows. Symptoms included a subjective awareness of hypoglycemia without additional reported manifestations. Outcomes included successful self-treatment with oral glucose and no need for further assistance. Investigation included collection of a blood glucose questionnaire and provision of troubleshooting and education. Investigation of this case revealed no device malfunction and no device component issues, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.